Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. The (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that while using the bd unspecified infusion set that pump alarmed "empty container and the tubing above the pump was empty. The following information was provided by the initial reporter: the pump alarmed "empty container" and the tubing above the pump was empty.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that the tubing just above the pump was empty could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that while using the bd unspecified infusion set that pump alarmed "empty container and the tubing above the pump was empty. The following information was provided by the initial reporter: the pump alarmed "empty container" and the tubing above the pump was empty.